Manufacturer narrative:
The manufacture¿s sales representative confirmed the reported issue. The battery was replaced. During further investigation, a visual inspection of the li-ion battery assembly¿s outer surface revealed no evidence of damage or contamination. The battery was installed in an fi test ventilator and the battery¿s voltage and current were read. The displayed battery voltage was only 2.54v and the battery current was 0. The ventilator was started-up and a ¿check vent - battery failed¿ (e/c 1124) alarm occurred. The fuse flag in the battery¿s flash parameters, indicated that a 2nd level protection failure had occurred and that the battery had been disabled. The pf flag 2 indicated over-temperature as the primary cause. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer returned battery had a low voltage and did not charge which triggered e/c 1124. The readout of the battery data flash indicated an activation of the protection circuit. The battery was returned to the manufacturer for further analysis.

Event description:
The customer stated that battery failed out of the box and would not charge. There was no patient involvement.

Event description:
The customer reported that when they received a new v60 ventilator, it was noticed during testing that the battery failed, it would not charge. There was no patient involvement.

Manufacturer narrative:
Serial # not provided. Root cause: increased leakage current of fet q6 on the battery pack pcba caused a partial activation of fuse f1. Since the fuse did not blow the heat exposure over an extended time caused the housing to melt in one spot and the battery to drain.